Manufacturer narrative:
One cool path 7f catheter was received for eval. Visual insp revealed no anomalies. Functional testing revealed the pressure dropped during leak testing. A syringe was used to push water into the luer towards the catheter tip. Water was noted leaking through the handle during testing. The catheter handle was opened revealing saline was inside. Saline was also noted returning from the distal end of the catheter shaft. The catheter shaft was cut 2 cm distal to the handle and 8 cm distal to the strain relief joint. Insp of this area revealed no cracks or breakage. The remaining catheter shaft was dissected revealing the fluid lumen was twisted and cracked at the proximal end of the hypo tube and saline was leaking through the cracked fluid lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. In conclusion, the reported occlusion was caused by a twisted fluid lumen. The investigation also revealed that the fluid lumen was cracked and saline was leaking through the handle. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
This event is reportable based on the investigation completed on 1/24/2012. It was reported that during a cardiac ablation procedure, an occlusion error alarmed from the alarm while ablating the first site. The physician removed the 7f cool path ablation catheter from the pt and noted that saline could no longer disperse from the tip. The physician exchanged the catheter to complete the procedure. No pt complications were reported. The investigation revealed that saline was leaking from the catheter handle.